Event description:
It was reported that during periodic maintenance inspection of a rotablator console, display issue occurred. There was no rpm on the rotablator rotational atherectomy system during maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during periodic maintenance inspection of a rotablator console, display issue occurred. There was no rpm on the rotablator rotational atherectomy system during maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual inspection of the returned device revealed no rotational display. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed was not displayed due to a massive gas/air leak at the turbine pressure switch. The foot pedal was tested with the gold console and functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is wear and tear due to the age of the console. (B)(4).